Event description:
Customer obtained back to back results of 177mg/dl and 74mg/dl on the accu-chek inform system. Location of testing was hosp. Quality controls were run and within range. No pt treatment was given or delayed in conjunction with meter results. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.